Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Images and video were received and reviewed by the abbott vascular senior medical advisor. Based on image review, the clip was implanted at the access site to close the arteriotomy made in the left superficial femoral artery(sfa). The clip migration could not be confirmed as the original implantation location is unknown. An occlusion of the left sfa was observed and potential back wall capture based on the imaging. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. Based on the information provided a conclusive cause for the potential back wall captured could not be determined. The reported clip migration and subsequent treatment appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the starclose instructions for use (IFU) states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with introducer sheaths less than 5f or greater than 6f during the catheterization procedure. Additionally, the precautions section states: do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that an arteriotomy closure of a left superficial femoral artery was completed using a starclose se device with a 4f sheath after an interventional procedure to treat left superficial femoral artery (sfa) and popliteal occlusion with claudication symptoms. Reportedly, eight weeks later the patient was back with no ease of symptoms and a new angiogram was performed from an access site in the right common femoral artery. The patient had a total occlusion in the left sfa about 2 cm down from the bifurcation and the starclose se clip was at the level of the occlusion. A guide wire could not be passed through the occlusion/clip and the patient was sent to surgery for clip removal. General anesthesia was given. When the surgeon got to artery the clip started moving and in the end approximately 20cm artery was opened before the freely moving clip could be retrieved. Patient is now fine. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: savonia catheter, wanda 5.0x80 mm, terumo guide wires (x2). (B)(4). Per the starclose se instructions for use, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with introducer sheaths <5f or >6f during the catheterization procedure. The device will not be returned for evaluation. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.